Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: balloon tear. Time of malfunction: preparation. Symptoms/ae: na. It was reported that during preparation of the fox plus dilatation catheter, it was noticed that the balloon looked "unusual". Upon closer inspection, the balloon had a tear. The device was not used and there was no pt involvement. Though requested, no additional info has been provided.